Event description:
It was reported that coupler pins did not come together properly on a coupler device. The device was not implanted. Another coupler was used for the anastomosis. No pt injury was reported. The device was discarded. No further information is available.

Manufacturer narrative:
Lot number is unavailable for review of device history record. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Same reporter as the following manufacturer report numbers: 2183620-2013-00001, 2183620-2013-00002.